Manufacturer narrative:
Patient's date of birth not provided/unknown, date of event not provided/unknown, device brand name unknown, device product code unknown, device catalog number and lot number not provided/unknown, reporter's last name not provided/unknown.

Event description:
Doctor reported that an unknown abutment screw fractured inside of the implant (tsvwh13). The implant had to be removed. Tooth location #30

Manufacturer narrative:
A tapered screw-vent implant (tsvwh13) was returned with a crown engaged to an unknown abutment and a retaining screw. Visual inspection of the as received products identified that the abutment had fractured horizontally across the hex. The fractured abutment hex was stuck in the implant drive feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems (4894i rev. 3 - 07/09) precautions: proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure, particularly in the molar region where occlusal loads are typically the highest. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided in the posterior region. Replacement of abutments the prosthetic abutments are designed and tested to exceed normal functional loading requirements. In the event of excessive loading (e.g., traumatic occlusion, parafunctional habits, extensive cantilevers, etc.) Or misuse, the abutments are designed to break, protecting the implant body. Should this occur, the abutment screw will remain in the implant body. Seating of prosthetic components: internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Note: some hex or octagon prosthetic components are designed for use in multiple unit cases and may bypass the internal hex/octagon. External hex - to properly seat external hex prosthetic components, it is required that the components accurately fit over the raised hexagon on the coronal portion of the implant body. Prosthetic components with an internal hexagon must be properly indexed over the raised hexagon prior to proceeding with the restorative phase. To ensure firm and complete seating, apply maximum torque from the thumb and forefinger to the seating tool then use the prosthetic torque wrench. The complaint was confirmed, as the abutment had fractured horizontally across the hex. A singular cause could not be determined.

Event description:
Doctor reported that an unknown abutment screw fractured inside of the implant (tsvwh13). The implant had to be removed. Tooth location #30. It was determined that the device that fractured was the abutment.

Manufacturer narrative:
A tapered screw-vent implant (tsvwh13) was returned with a crown engaged to an unknown abutment and a retaining screw. Visual inspection of the as received products identified that the abutment had fractured horizontally across the hex. The fractured abutment hex was stuck in the implant drive feature. The screw was unthreaded from the abutment during inspection. There was noticeable wear around the abutment collar and the screw threads. The occlusal surface of the crown was section to access the retaining screw hex. The implant had evidence of gouging around the collar and the platform, likely from the retrieval process. There was substantial presence of bone residue and dried blood around the external threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems (4894i rev. 3 - 07/09) precautions proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure, particularly in the molar region where occlusal loads are typically the highest. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided in the posterior region. Replacement of abutments the prosthetic abutments are designed and tested to exceed normal functional loading requirements. In the event of excessive loading (e.g., traumatic occlusion, parafunctional habits, extensive cantilevers, etc.) Or misuse, the abutments are designed to break, protecting the implant body. Should this occur, the abutment screw will remain in the implant body. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Note: some hex or octagon prosthetic components are designed for use in multiple unit cases and may bypass the internal hex/octagon. External hex - to properly seat external hex prosthetic components, it is required that the components accurately fit over the raised hexagon on the coronal portion of the implant body. Prosthetic components with an internal hexagon must be properly indexed over the raised hexagon prior to proceeding with the restorative phase. To ensure firm and complete seating, apply maximum torque from the thumb and forefinger to the seating tool then use the prosthetic torque wrench. The item and lot numbers for the subject abutment are unknown. Therefore, an applicable risk management document could not be reviewed. A singular cause cannot be determined.